Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime asystole episode counter: 13.

Event description:
It was reported, a call was made to the technical services department regarding the asystole episodes recorded by the implantable cardiac monitor. The time the asystole episodes occurred did not correspond to the patient's symptoms. The episodes were reviewed by the technical services representative and the episodes appeared to have been due to intermittent contact with the tissue and not true asystole. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.